Event description:
It was reported that: "the acetabular shell was impacted. It was determined that additional screw fixation was required while tightening the 30 mm screw. The tip of the torxs head screwdriver ((B)(4)) sheared off and stayed in head of screw. There was no trouble seating the liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.